Manufacturer narrative:
Revascularization of the target vessel was pre-treated with atherectomy, followed by a stellarex balloon. As a result, the patient was hospitalized for an unknown amount of days. Patient information regarding relevant tests or laboratory data is unknown. This information was not available from the facility. Availability to enter this information is still work in progress at spnc, thus the drug information is noted below: stellarex 0.035 otw drug-coated angioplasty balloon. Paclitaxel drug, 4.7 mg. Therapy date: (B)(6) 2016. Adjunct to pta in the treatment of denovo or post pta occluded/ stenotic or restenotic lesions (excluding in-stent) in fem-pop arteries. Lot #: fyz16g20a. Expiration date: 07/28/2018. Serial number is unknown. UDI and PMA numbers are not applicable. This device was used in clinical application prior to being available in the us. Foreign- (B)(6) / study name- (B)(6). Combination product is applicable. During the index procedure, the product worked as intended, thus no product evaluation was required. Per the IFU, restenosis is listed as a potential complications/adverse events.

Event description:
On (B)(6) 2016, the patient underwent an index procedure for treatment of a 150 mm, 90% moderately calcified in-stent restenotic lesion in the right proximal sfa. The target lesion was pre-treated with atherectomy. Next, a 5 x 120 mm stellarex balloon was inflated for 3 minutes. Then, a 6 x 120 mm stellarex balloon was inflated for 3 minutes, with a final residual stenosis of 0%. No complications occurred during the procedure. The patient was discharged as per plan on (B)(6) 2016 with an abi value of 0.90 in the target limb. On(B)(6) 2017, the patient underwent a revascularization procedure of the target vessel in the right distal sfa for treatment of a 30 mm, 95% lesion. A 6 fr sheath was inserted and a rotational atherectomy was performed to pre-treat the lesion. Then, a 6 x 40 mm stellarex balloon was inflated with a final residual stenosis of 10%. It is unknown how long the patient remained hospitalized.